Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter received with drainage bag. Visual inspection of the sample noted the stem housing was disconnected upon return. The sample port connector is code 27. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and was allowed to rest with no observed leaks. The catheter was passively deflated with no issues or cuffing noted. The device met specification per inspection procedure which states, "shaft shall be free of kinks, cuts, tears and irregular surfaces". No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required as the reported event is unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that urine leaked from the foley catheter on the 8th day of use. Per sample evaluation done on (B)(6) 2021 it was stated that during sample evaluation, the stem housing of the sample port connector in the drain bag was found disconnected upon return.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the foley catheter on the 8th day of use.